Event description:
It was reported that the insulin pump suspended insulin delivery due to an inaccurate sensor glucose reading. The blood glucose reading was 5.8 mmol/l. The caller stated that, after a calibration, the sensor glucose reading was dropping and triggered the threshold suspend feature. The caller cancelled the suspension. The sensor glucose reading at the time of the issue was not provided. The caller noted that the sensor graph displayed 8.1 mg/dl, and she advised that she felt the continuous glucose monitor system seemed to be working now. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.